Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for pacing impedance below the lower programmed limit. It was noted the rv pacing impedance trends were lower in general. The rv lead remains in use. No patient complications have been reported as a result of this event.